Event description:
I was given clear care solution as a sample from an optometrist. Unfortunately, I don't know which optometrist, as I have changed optometrists a couple of times due to my insurance. Regardless, when given the sample, I was not warned about its proper use and consequences of improper use. I did not use the sample immediately, as I typically keep my samples to use when traveling. As a side note, I used only disposable lenses (monthly disposables). Yesterday, (B)(6), I ran out of my standard size solution, so took the sample size of the clear care. I had never used it before, but read the front label which indicated that it cleans, disinfects, and is appropriate for use with all soft lenses. I used it to store my lenses and when I placed the lenses on my eye the burning sensation was excruciating. I could not get the lens out of my eye on my own for a few seconds, so I yelled for my husband's help. I ended up going to the ER as the burning would not go away, even after rinsing my eye with tap water. I suffered a small abrasion, but fortunately no long term damage, however, the pain involved was something I will never forget. I believe the label on this product needs to be improved to include a more prominent warning about the consequences of using this product inappropriately. Outcome: visit to an emergency room, call to poison control center, more medicine to reduce or relieve the possible bad effects of the error. Discovered that this product contains hydrogen peroxide. Why is this not prominently stated on the bottle. I had to read it twice after I knew what I was looking for to find that info. Again, labeling of this product needs to be reviewed and improved for the user's safety. Also, optometrists need to do a better job of warning pts of this products proper use. (B)(6).